Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent vaginal hysterectomy with anterior posterior colporrhaphy, perineorrhaphy and bilateral labial resection due to stress urinary incontinence, pelvic organ prolapse, and labial hypertrophy. Following implantation the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, organ perforation and vaginal scarring. In (B)(6) 2011 the patient saw implanting surgeon for recurring urinary tract infections, pain and vaginal bleeding. When cystoscopy performed in (B)(6) 2012 the mesh had eroded into urethra. She underwent multiple cystoscopies on (B)(6) 2008, (B)(6) 2012, (B)(6) 2012, prior to removal on (B)(6) 2012. On (B)(6) 2012, she underwent cystourethroscopy and continues to experience general anxiety related to incontinence, recurrent vaginal pain, dyspareunia and incontinence during physical activity and exercise. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced hematuria.